Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, a whitish foreign material was observed in the air/water tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the electrical connector had corrosion due to water leakage, the insulation resistance value at the distal end did not meet the standard value due to the plastic distal end having a burn, the play of the up/down knob is not of standard value due to wear of angle wire, the light guide lens had a crack, and the adhesive on the bending section cover had wear. It is most likely that the reported issue was a result of insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.